Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) canada alleging that the one touch ultrasmart meter is giving inaccurate high reading. This complaint is classified according to the documentation of the customer care advocate and the following up information obtained on (B)(6) 2010. The patient tests her blood glucose 4 times per day and manages her diabetes with levemir and rapid insulin. A fix regimen of 25 units of levemir is taken once per night, and sliding scale regimen per the lfs meter reading is used with the rapid insulin. The pt allegedly took novo rapid insulin based on an alleged inaccurate high reading obtained on the subject meter approximately one month ago. Subsequently, the pt developed symptoms of "sweating, weakness, and stuff". The symptoms abated after self treatment with glucose tablets and food was administered. During troubleshooting, the pt claimed she could not remember the numeric values of the alleged inaccurate results. In addition, the pt did not have control solution to perform a quality test. Replacement products were sent to the pt. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia and receive medical treatment after the pt took insulin based on the lfs meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.